Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using (thump software). The adapt tool was utilized to search for alarms that may have occurred in the past or during customer calls that might trigger the reason for concern. Unit passed the self test and displacement test. No pump error 15 alarm noted during testing. No frozen screen was noted during testing. However, in adapt one alarm was noted on 08/26/2025 15:41:09.000. File number=38 line number=442. Per software engineering log investigation, pump error 15 was triggered in function hrm_oneminutetes()t file hrm_periodic_tests since critical data integrity check failed; isolate to electronic assembly. Unit was cut open and a visual inspection on connectors and electronic assemblies was performed. Per visual inspection, all connectors including motor flex connector were plugged in properly. No moisture damage noted during visual inspection. The following cosmetic damages were noted: cracked case (battery tube), cracked case-corner of belt clip rails, battery tube threads - cracked, cracked case, cracked keypad overlay, keypad overlay texture damage, missing display window/cover, scratched case, and pillowing keypad overlay. In conclusion, customer allegations are confirmed of pump error 15 when alarm noted during download history review. Problem isolated to electronic assembly. No frozen screen was noted during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged for frozen display and pump error 15 (the critical block and inverse critical block did not add to zero) alarm. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed for pump error and the customer was not able to clear the error. Troubleshooting was partially performed for frozen display. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884 was requested and customer response was the device will be returned.